Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the expressew iii suture passer w/o hook malfunctioned. There was no surgical delay or patient harm. No additional information was provided. The complaint device was received and evaluated. Visual observations revealed the device was worn and damaged. In addition, it was found that the lower jaw was bent. The jaws doesn¿t close normally, contributing to the holding failure, besides the upper jaw was slightly loose when the jaws are closed. To test its functionality, an eiii needle was loaded into the device and was tested on a sample rubber strip with a suture. It revealed that the needle did not deploy as expected, after several times the needle was not functioning due to it was very hard to deploy causing the device to stuck. The device does not function smoothly as reported, confirming this complaint. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually to damage the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. Also, for the deployment failure can be related to the device has seen heavy use and repeated cleaning/ sterilization cycle; besides, an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the tip on the expressew iii suture passer w/o hook device was bent and not properly passing the suture through the tissue. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.